Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging an error 4 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint was returned to lifescan on (B)(6) 2011 but has not been evaluated by lifescan product analysis at this time. The test strips were returned on (B)(6) 2011 and tested by lifescan product analysis on (B)(6) 2011 with the following findings: the alleged "error 4" could not be confirmed with testing of the subject test strips. However, a secondary issue was observed with the test strips where an apply sample message was observed during performance testing with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.